Event description:
The customer reported the system failed to emit xray. Also, the device displayed a low ma error message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator and filament drivers were replaced. The ribbon cable was also replaced. The system was then found to be operating as intended.